Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed downstream (distal) occlusion sensor test. Values are: 19.08 pounds per square inch (psi)and 19.20 psi" was not reproduced. Evaluation had the flow line run downstream occlusion testing including medium pressure at 100ml. All testing produced passing results. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. However, the force sensor calibration values are out of rage which is a known cause for the reported problem. The reported condition was verified. He force sensor will be calibrated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed downstream (distal) occlusion sensor test at values 19.08 pounds per square inch (psi) 19.20 psi occurred in the biomedical service department. There was no patient involvement. No additional information is available.